Manufacturer narrative:
This event occurred in (B)(6). Occupation is lay user/patient the test strips were requested for investigation. The customer¿s test strips were returned and measured with a retention meter with two high level control sample: control sample lot 455699002: specified target range 2.7 ¿ 3.3 inr: 2.9 inr, 2.9 inr, 2.8 inr. Control sample lot lin 3 control 60022: specified target range 4.1 ¿ 6.8 inr: 5.2 inr, 5.2 inr, 5.3 inr. All inr values were within the specified target ranges. No error messages occurred. Returned customer material and retention material comply with the specification. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek pro ii meter serial number (B)(4) compared to her doctor¿s coaguchek pro ii meter. The result from the customer¿s meter was 2.4 inr. The result from the doctor¿s meter was 1.9 inr. The results were taken "within minutes" of one another. The customer¿s therapeutic range is 2 ¿ 3 inr.